Event description:
It has been reported the mattress has split at the seam.

Manufacturer narrative:
(B)(4) 2012: med-watch number 1313850-2011-00004 for (B)(4) has already been issued and previously used in another med-watch. A new med-watch number (1313850-2012-00114) is being issued and submitted to replace the duplicate med-watch number for this report and stryker ref #(B)(4).